Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing inadequate pain relief, patient had an x-ray and doctor confirmed that the lead appears to be damaged, as a result surgical intervention took place on (B)(6) 2023 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.